Event description:
"Disconnection of catheter at connection to port and dislocation in pulmonalartery." Catheter was removed and a new port implanted in the same procedure. Catheter disconnect occurred upon completion of implant.